Manufacturer narrative:
The pump was returned to the manufacturer and investigated by product analysis on (B)(6) 2015 with the following findings. Review of the black box and download history did not reveal any errors, alarms or warnings related to the complaint. On investigation, the pump was powered on normally and did not demonstrate ¿continuous vibration¿ as alleged. Investigation did not duplicate the complaint. Unrelated to the original complaint, the pump was opened for investigation and revealed moisture on the printed circuit board. Additionally the display was noted to be dim/faded/discolored.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a audio tone/vibration (vibration issue) issue; the distributor stated that the pump vibrates all the time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.